Manufacturer narrative:
The pump was received with scratched case, case cracked behind the pump at the corner of the belt clip rails, cracked battery tube threads, missing serial number label, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the pump had a crack from the back where the belt clip goes in to the front near the buttons. Troubleshooting was performed for damage and noticed the reservoir was not able to lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.